Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer medwatch received: "rn set up alaris pump to infuse IV fluids. She inserted the "soft" portion of the IV tubing into controller module. IV fluid began spraying out of the top of the tubing immediately below blue plastic holder for the tubing that anchors the tubing inside the module." There was no pt harm reported adn no medical intervention was required. No additional event or pt info provided by the user.